Event description:
It was reported the patient has had three infections since implant. The first infection was within two days of the implant so the patient was given antibiotics. It was stated that ¿everything was fine¿ as of a couple weeks after implant when the patient met with their doctor. After that appointment, it was indicated the implant site had swollen up to the size of a tennis ball and it was ¿very hot.¿ the patient was instructed to turn the device off and use antibiotics by the doctor. It was noted the patient has had 15 surgeries (not indicated to be device related) in the last five years and was prone to infections. The implantable neurostimulator (ins) was indicated to be helping the patient when it was turned on. A loss of therapeutic effect was noted. The patient¿s pain and ¿issues¿ had come back because the ins was off. The ins had been off for about five days as of the date of this report, but there was still a ¿bulb of something there, which felt like fluid.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# va086fc, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient didn't even feel the stimulation when they had the infection. It was noted that the infection site was red.

Manufacturer narrative:
(B)(4).